Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the bracheocephalic fistula. After a 6fr sheath was placed, a 0.035 stiff guidewire was used to cross the lesion. Subsequently, a 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured at 20 atmospheres. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 22 atmospheres, the balloon ruptured again. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the bracheocephalic fistula. After a 6fr sheath was placed, a 0.035 stiff guidewire was used to cross the lesion. Subsequently, a 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured at 20 atmospheres. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 22 atmospheres, the balloon ruptured again. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable. It was further reported that the target lesion was 50% stenosed, moderately calcified and not tortuous. The 5.0 x 40, 135cm mustang balloon catheter ruptured during first inflation at 30 seconds.

Manufacturer narrative:
A2: age at time of event - patient is 18 years or older.